Event description:
Surgical site infection. Suboccipital craniotomy and c1 laminectomy, arthroplasty right tensor autologus sensor muscle artery. Procedure done by dr (B)(6). Duraseal was used but the micromyst applicator was also used in addition. Ref report: mw5171415.